Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were priming and pressure failure issues in the joint. The procedure was completed but with poor visibility.